Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to advance through the balloon catheter and kinked. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files did not show any system notice on the date of the event. The physical device was not returned for investigation/analysis. If information is provided in the future, a supplemental report will be issued.